Event description:
It was reported that the patient believed that her body was trying to "absorb the unit." The patient experienced pain in her back, both hips, and groin. The patient was experiencing a progressively worse return of symptoms, beginning about a month and a half prior. No "recent" falls or traumas were reported. The patient felt a "groove" on her implantable neurostimulator (ins) where it used to be "smooth." The patient had "absorbed" three slings. The patient felt that the ins was not working at all. The patient was using 100 pads a month. Additional information received reported that the patient experienced a loss of effect. The patient was told by her physician to put heat on the pain and wanted to know if that was okay. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v625667, implanted: (B)(6) 2011. Product type: lead: product ID: 3037, serial#: (B)(4). Product type: programmer, patient. (B)(4).